Event description:
Patient reported the up button on the infusion device is broken and does not work. Patient stated when she pushes the button; it does not give the input to the infusion device. Patient reported that the components of the battery compartment are damaged also. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The inner tread of the battery compartment is damaged as a result of mechanical influences.